Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the clinic gave the sales representative (sr) the radio frequency (rf head) and stated there may be some type of telemetry issue. The rf head will be returned for repair. No patient complications have been reported as a result of this event.